Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 app is not updating new readings occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss under an hour. The device performed within specifications. No injury or medical intervention was reported.